Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. The sensor lot expired as of 31-jul-21, therefore, dhrs for the sensor lot were not done. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received a "sensor ended" message ended on day 4 or wearing the freestyle libre 2 sensor and was therefore unable to obtain readings. As a result, customer experienced a loss of consciousness and had contact with paramedics who provided glucagon for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.